Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. Provocative testing was performed and noise could not be reproduced. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.